Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the self-adhesives of the infusion set are wet and results in a blood glucose value of more than 300 mg/dl. Patient stated the issue has occurred with 3 cannulas from the package. Patient reported the first incident occurred on (B)(6) 2014 and she measured ketones. Patient stated the second and third incidents occurred on (B)(6) 2014. Patient reported that during each incident her blood glucose values were more than 300 mg/dl. Patient's normal blood glucose range was not provided. Patient stated no outside assistance was needed. Patient reported that in one instance, the plastic plate come off of the self-adhesive. No further information is available. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.